Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Cause was not known. Multiple attempts were made by Tandem Technical Support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.